Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Interface board & foot control damaged from moisture or water. Foot control has short, giving boost feedback at all times. Unit is running constantly without foot pedal as well. Power supply is dated & also damaged/ cracked. Handpiece cable damaged at swivel function. Cover missing magnets. Magnets from cover dropped onto water solenoid. Water solenoid open, running water constantly. Water hose filled with debris & kinked.

Event description:
While using a g124 scaler, the handpiece was warm; no injury resulted. However, during evaluation it was found that the water hose is filled with debris and kinked, which could cause a lack of water flow.